Event description:
It was reported that there was a large scab at the header of the device and there was swelling at the device site. The scab was excised and the skin was found intact under the scab, but an old hematoma was noted which questioned a possible infection. The device and lead were explanted. The pocket was excised and closed with a drain in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 693565 implantable tachy lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.